Event description:
User experiencing discrepant results intermittently for approximately two months. Only the following example was provided, which occurred (B)(6) 2007: initial sodium result of 112.4 mmol/l. Same sample repeated twice gave results of 128.5 and 127.9 mmol/l. The initial result was not reported. The field service representative determined there was a problem with the liquid level sensor and the air mix. The instrument was repaired.